Event description:
Libre 3 sensor woke me up with a low blood sugar of 68 on the screen. I got up ate a little bit of a [invalid] and it went to. 180 within five minutes and showed it went to 180 within five minutes. It was returning down over the course of an hour. It was approximately 140. It did not record the setting in the event logbook.